Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room and had an accident. The customer's blood glucose level was 93 mg/dl. The customer reported that they were in hospital and will undergo medical procedures and will need to pull out the sensor and the insulin pump. The device will not be returned for analysis.